Manufacturer narrative:
Elevated complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
The customer reported a false negative result on the alinity m sars-cov-2 assay. The customer received a negative result on their first test, but when re-tested the sample generated a positive result with cycle number (35.68). The customer also retested the sample on another platform and received positive results. The sample was retested for clinical reasons. The customer was contacted multiple times, but could not be reached about whether the negative results were reported outside the lab, whether there was impact to patient management, or for more details into why the sample was retested. The customer did not report an impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the server results logs for the questioned samples were reviewed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 511504 is performing outside of established design performance specifications. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 511504 and the components was performed. The manufacturing packets were obtained from abbott molecular document control and reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 511504 and the components was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 511504. The complaint history review identified four additional complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 511504. Three tickets were independently investigated and determined no product deficiency. The fourth ticket is currently pending an investigation. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 511504 was not identified.

Event description:
Additional information was gathered from the customer, which clarified that the questioned result was reported as positive and that the customer confirmed that there was no impact to the patient management. The patient was pcr positive several weeks before this test. The test was retested because the biomedical laboratory scientist considered the curve to be suspicious and because of the information about the patient. Customer also reported a case of a positive result, with late amplification which tested negative with two other assays. Follow-up testing of the patient with alinity m was negative and the patient was seronegative. There was no report of impact to patient management. As this second case appears to address a case of false positive results, instead of false negative as originally indicated in this submission, a second report will be submitted via 3005248192-2021-00070.